Event description:
It was reported that, "we were broaching with the gold broaches attached to the inserter handle and when we tried to extract the broach, the knob that attaches the broach to the extraction handle broke off. Broach was stuck inside pt for about an hour. Extended surgery time an hour at least."

Manufacturer narrative:
Add'l info has been requested and if available it will be submitted in the supplemental report.